Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she was hospitalized, due to ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. She mentioned that she was not getting enough insulin from the pump and needs setting adjustments. Customer was still in the hospital. Advised the customer to call back when she was released from the hospital. The customer's blood glucose was unknown.